Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unexpected power loss alarm. The customer¿s blood glucose level 180 mg/dl at the time of the incident. Customer state that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. No unexpected battery power loss noted during testing.